Event description:
It was reported that the patient implanted in 2001, is no longer having access to sound since (B)(6), 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.